Event description:
Department personnel report that a patient in-route to a doctor appointment walked into the clinic complaining of feeling faint. ECG electrodes were attached to the patient. During an attempt to acquire a 12-lead report the device service light came on and the device reset. At that point the device went into continuous reset. The reporter stated there was no adverse effects to the patient as a result of device operation.